Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm valve in pulmonary position underwent a balloon aortic valvuloplasty procedure after an approximate implant duration of 9 years due to severe stenosis. The patient presented with sob and and elevated rv pressure. The valve was later disabled via a valve-in-valve procedure after an implant duration of 16 years, 3 months due to severe regurgitation and mild stenosis.

Manufacturer narrative:
The most likely cause is patient factors, including implant position and patient age at time of implant. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.